Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implantation period of 8 days, a perforation with the atrial lead was reported. The lead was repositioned successfully without complication.